Event description:
User facility reported the physician successfully completed a dilatation and curettage (d&c) and a novasure procedure after passing the cavity integrity assessment test. Upon hysteroscopy, following the procedure, the physician saw two possible perforations at the right and left cornua. In 2008, the physician reported the patient needed no treatment for the perforation but an exploratory laparotomy was done, which was essentially normal. The patient was kept in the hospital for 3 days and discharged home. The patient was seen on follow-up on three days earlier, and was doing fine.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed. According to the instructions for use (IFU) under the warning section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.